Event description:
Physician reported "signs of extracapsular rupture of the right breast prosthesis with presence of axillary siliconomas of 10x22mm and 5x10mm. Multiple bilateral simple cysts" . Device has been explanted ad replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) silicone migration: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: observed wear abrasion on the device. Observed 40 mm dark patch edge material inside gel device.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: granuloma, silicone migration, rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture, silicone migration, granuloma and cyst-ndr was reviewed on april 12, 2023. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported "signs of extracapsular rupture of the right breast prosthesis with presence of axillary siliconomas of 10x22mm and 5x10mm. Multiple bilateral simple cysts" . Device has been explanted ad replaced.